Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the atrial lead exhibited low pacing impedance and failure to capture due to insulation damage. The atrial lead was capped and replaced. The patient was in stable condition before, during, and after the procedure.